Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a shocking impedance of 102 ohms. Isometric/provocative testing and device manipulation were performed and the measured shock impedance remained in range. The shock impedance trend was later reviewed which revealed that the rv lead, along with the implantable cardioverter defibrillator (ICD), had exhibited high, out-of-range shock impedance measurements. Boston scientific technical services (ts) noted that these out-of-range shock impedances appeared to be caused by a high chronic shock impedance. All other lead measurements were within normal limits. Monitoring will be continued as advised. No adverse patient effects were reported. The system remains in service.